Manufacturer narrative:
Revision occurred after 6 days for infection at implant site. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 6 days after the prior revision surgery, which occurred on (B)(6) 2024. The primary surgery occurred on (B)(6) 2024. The prior revision occurred due to an unknown cause. No fall or other trauma reported. Revision occurred due to an infection at implant site. 36 mm centered glenosphere and 36 mm + 3 stability humeral cup explanted. These parts were replaced with a 36 mm centered glenosphere and 36 mm + 3 stability humeral cup.